Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. On (B)(6) 2017, the infusion device housing was damaged after falling. The hyperglycemia was caused by the insulin therapy stopping. On (B)(6) 2017, the patient's blood glucose result was 23.0 mmol/l and he was hospitalized. The patient was treated with novorapid insulin, lantus insulin, glucose 5%, heparin, potassium chloride 7.5%, calcium gluconate 10 %, and sodium chloride 0.9%. The patient was hospitalized from (B)(6) 2017. The infusion device cannot be returned for legal and customs issues.